Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to a tca drift railed low a/d counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator experienced a circuit occlusion alarm. The customer advised there was no patient involvement associated with this event.